Event description:
It was reported that there was one crack on the side of the haptic/optic junction on the intraocular lens (iol). The lens was inserted into the patient's eye and was not removed. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: initial reporter first & last name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number:(B)(6) section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.